Manufacturer narrative:
No patient was involved with this event. Manufacturer's investigation conclusion: the reported event, of a damaged front panel screen on the system monitor, was confirmed when the returned unit was evaluated by technical service. The customer reported that the unit had been dropped and was inoperable. The front screen was cracked and shattered; the damage appeared to initiate from a point in the lower right corner of the screen. The lcd panel had an indentation corresponding to the front screen glass damage. A broken ejector rod on the card reader was also found. The system monitor housing, touchscreen and lcd panel were replaced. The main pcb assembly was also replaced - as the damaged card reader is soldered on the pcb assembly. The repaired unit was tested and returned to the customer. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), p.18 - setting up the system monitor for use with the power module). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU, p.21. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate system monitor would not power on. An attempt was made to replace the power cord along with other troubleshooting but there was no success in fixing the issue. No patient was involved with this event. No additional information was provided.